Event description:
Reporter indicated that a vns (B) (4) computer would not turn on and would not hold a charge. The suspect computer and flashcard have been returned and are currently in product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.